Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ wife reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 160 mg/dl. The customer stated that the display was blank and doesn't turn on. It was reported that they had damage on the battery. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.